Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink application with the android 13 os where the app may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The date of event is unknown. The date entered in is based on the customer report of "5 months ago". The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported on the abbott diabetes care (adc) device. A customer reported that while using the freestyle librelink with (samsung s9, android os: 13) application, the sensor¿s low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat, requiring coca-cola from a non-healthcare professional for treatment. No further details were provided. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries (B)(6) 2023. There was no report of death or permanent injury associated with this event.